Manufacturer narrative:
It was reported that the controller occasionally beeps when batteries are connected. The controller in question (B)(4) was not returned for evaluation; and according to information received, it was disposed by the facility. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the controller log files covering the reported event are not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with "beeps" not associated with an alarm may be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the ventricular assist device (vad) controller occasionally beeps when the batteries are connected.¿ the controller was exchanged and will be returned to the manufacturer.¿ log files were sent.¿ no further information is available.¿